Event description:
It was reported that during an unknown time, the unit was skipping while running. There was no note of patient impact or surgical delay. Due diligence is in process, no further information is available.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Following sections were updated or corrected: a1, b3, b4, b5, d2, d4, d10, g1, g3, g6, h1, h2, h3, h4, h6, and h11. Review of the most recent repair record determined the control bar was not in the correct position and the calibration was out at the 0 and 30 readings. The bearings, screws, pins, ball plunger, and fine adjustment cams were replaced, and the device was calibrated and resolved the reported issue. It was noted that the device was last serviced in 2021 and has not since been returned for annual preventative maintenance. Review of the device history record identified no deviations or anomalies during manufacturing. The root cause of the reported event is attributed to component failure as the device exhibits wear and tear from repeated use. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that outside of surgery/during testing, the unit was skipping while running. There was no patient harm/injury or surgical delay as there was no patient involvement. Due diligence is complete; no further information is available. There was no adverse event associated with this malfunction.